Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 76.2cmcm from iab tip. The optical fiber was also found to be broken at this location. Additionally a second kink was found on the catheter tubing and inner lumen approximately 58.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-19 to jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Correction to include date of return to manufacture. The device was found to be related to this complaint on 10-september-2021. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete initial reporter name: (B)(4). Occupation: administrator /supervisor, manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer noticed excess condensation in the helium tubing of the intra-aortic balloon (iab). It was also noted that the console was displaying unreliable arterial waveform numbers. No helium related alarms were reported. The customer confirmed all connections, safety disk, drain and fill ports were secure. Troubleshooting revealed that the fluid lumen was not functional and the fiber optic sensor had failed several days prior. The customer was advised to obtain an alternate arterial source. It was later reported that the iab had been removed due to a leak. There was no blood in the tubing, just the excess condensation. The console had generated a leak in iab circuit alarm. The customer was advised as to possible reasons for the alarm and how to troubleshoot it in the future. Although the patient was stable after the iab was removed, it is planned to insert a new one as the patient is awaiting transplant. There was no patient harm or adverse event reported.